Event description:
It was reported that during transport at the user facility, the wheel broke off of the cart. No patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
The reported event that the wheel without a brake broke off was confirmed by the support specialist supervisor. During the visual inspection a broken castor was found. The castor breaking off was repaired onsite.

Event description:
It was reported that during transport at the user facility the wheel broke off of the cart. No patient involvement or procedural delays were reported with this event.